Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6618 number, and no non-conformance's were identified. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an open sample with two folders of product code z316 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent a laparotomy on (B)(6) 2019 and suture was used. One of the relay foils had two paper label inserts, one behind the other. One of these came out after being handled and created confusion at the end of the case when the needle count was performed. The case was delayed by approximately 20 minutes as the patient had to be x-rayed to ensure a needle had not gone astray. The procedure was completed successfully. There were no adverse patient consequences reported. Upon evaluation of a photo of the device, it was determined there was an incorrect mix of inserts/folders in the packaging.